Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's pod had unknowingly been leaking and having issues, thus, without pod insulin delivery for approximately 12 hours. She then replaced the pod and gave 12 units of insulin. Bg levels never went down so she had to call for an ambulance. Symptoms reported include hyperglycemia and excessive pain in her left side. The patient was treated with 2 liters of fluids and 29 units of insulin. The patient was released the following morning.

Manufacturer narrative:
The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would have either directly caused or contributed to the reported high bg (blood glucose) levels. After investigation, no damages, tears or leaks were found that would result in fluid leaking or failure to deliver insulin.